Event description:
Same case as 2134265-2018-62788. It was reported a perforation and pericardial effusion occurred and the patient became hypotensive and pulseless. An intellamap orion mapping catheter and an intellanav oi ablation catheter were selected for use during a premature ventricular contraction (pvc) procedure. After mapping occurred and after they had burned "extensively," the patient was "not doing well" and became and pulseless. Initially, they thought the patient was feeling presyncopal and borderline hypotensive because he was a vagal. However, the hypotension progressed and cardiac echo revealed a small to moderate pericardial effusion. The procedure was terminated and the standard advanced trauma life support (atls) protocol was implemented. The effusion eventually required a pericardiocentesis. The cause of the effusion was presumed to be a perforation resulting from ablation; they had been ablating for "a while" when the hypotension occurred. The mapping catheter had not been used for roughly half an hour prior to when the complications were observed. The physician did not mention any resistance while maneuvering the catheters. The patient was hemodynamically stable but intubated.

Event description:
Same case as 2134265-2018-62788. It was reported a perforation and pericardial effusion occurred and the patient became hypotensive and pulseless. An intellamap orion mapping catheter and an intellanav oi ablation catheter were selected for use during a premature ventricular contraction (pvc) procedure. After mapping occurred and after they had burned "extensively," the patient was "not doing well" and became and pulseless. Initially, they thought the patient was feeling presyncopal and borderline hypotensive because he was a vagal. However, the hypotension progressed and cardiac echo revealed a small to moderate pericardial effusion. The procedure was terminated and the standard advanced trauma life support (atls) protocol was implemented. The effusion eventually required a pericardiocentesis. The cause of the effusion was presumed to be a perforation resulting from ablation; they had been ablating for "a while" when the hypotension occurred. The mapping catheter had not been used for roughly half an hour prior to when the complications were observed. The physician did not mention any resistance while maneuvering the catheters. The patient was hemodynamically stable but intubated. Visual inspection of the returned device found no abnormalities. The device passed all relevant testing/inspection, including a curve test and electrical testing. There was no issue with deploying the array.